Event description:
It was reported that the ventricular output connector was broken on the external pulse generator (temporary pacemaker) (epg). The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the upper case is dented (affecting keyboard fit). Upper case, lower case, ring cover, both bail covers, and battery drawer are broken. Battery contacts are compressed, ring is bent, and keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).